Event description:
Information received from the field notes that during a follow-up, no output was seen after a ventricular capture test was done. Attempts to interrogate the device were unsuccessful and there was no communication with the device. The patient was in his own rhythm.